Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v power supply was adjusted from 4.9v to 5.21v. The sbc battery was replaced and the circuit boards were reseated. The system was tested and found to be working as intended, and returned to service.